Event description:
It was reported that following implant, the implantable cardiac monitor displayed an error message. A software reload restored normal device function. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.